Event description:
Customer stated that during preparation, the tumescent infiltration pump speed was set at 10 max power, but the tumescent fluid was only dripping out. The procedure was completed by manual infiltration.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Evaluation and repair of the pump was completed on may 19, 2015.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.